Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the capsule was placed roughly a year ago. When MRI was performed, the capsule was detected and still in small intestine. Patient had a disease similar to crohns. Patient may need surgery to remove the capsule. Capsule retrieval was unknown.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. A visual inspection of the returned photo(s) noted five clinical MRI or x-ray images were provide. No images the device were provided. The images were inadequate to determine if there was a defect with the bravo capsule. It was reported that the capsule was retained. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the capsule was placed roughly a year ago. When MRI was performed, the capsule was detected and still in small intestine. Patient had a disease similar to crohns. At the time, her small bowel disease did not seem too active, she was not having a lot of lower gi symptoms and was not any specific medications for this. But the presence of small bowel disease was likely what was the predisposing factor for this patient. Patient may need surgery to remove the capsule. Capsule retrieval was unknown. Patient did not have history of prior surgery in this area. In addition, to the (B)(6) 2024 MRI where the abnormality was first recognized, patient had xr done the same day that showed the device pretty well. The bravo was placed in (B)(6) 2022. There were also images from CT scans in (B)(6) 2022 and (B)(6) 2023 where it can be seen; however, it was not called by the radiologist at the time of the CT interpretations. The patient essentially had a lot of the typical features of small intestinal crohn's disease, but has never had a formal biopsy diagnosis and has not been on consistent crohn's related medical treatment and would not classify the patient as having had a known or prior "obstruction".